Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, a gap was observed between the acoustic lens and the ultrasound probe on the ultrasound gastrovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): chapter 6, compatible reprocessing methods and chemical agents. Chapter 7, cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.